Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with pocket manipulation. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 12.5 cm from the connector pin and exhibited a pinhole in the middle of the abrasion, which could have caused the reported noise problem.